Manufacturer narrative:
(B)(6). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficult to position and difficult to remove from the balloon catheter could not be confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Eight unused, sterile devices were returned and tested. The results of the visual, dimensional, and functional analysis did not confirm any abnormalities with the guide wires. Additionally, chemical analysis was performed on two of the returned unused wires and the results suggest that the guide wires were properly coated. There is no indication of a lot specific product deficiency.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous, non-calcified, 80% stenosed, mid left anterior descending (lad) artery and was considered a simple lesion. The balance middleweight (bmw) elite guide wire crossed the lad lesion and pre-dilatation was to be performed with a 3.0x15 mm trek balloon catheter; however, trek balloon could not be delivered to the lesion as it became stuck with the bmw elite guide wire and could not be retracted over the guide wire. The bmw elite guide wire and the trek balloon catheter were removed together as one unit. Another non-abbott guide wire and a non-abbott 3.0x15 mm balloon catheter was used to complete the procedure, followed by the deployment of a 3.0x18 mm xience prime stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.